Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor on the centrifugal pump displayed no flow readings. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there was no adverse consequences to the patient as a result of this event.